Manufacturer narrative:
Section d1 brand name corrected.

Manufacturer narrative:
Additional information has been provided in b5 (event description). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information indicates that when doctor noticed patient had an aortic dissection, CT surgery was consulted and patient went immediately into surgery. Patient was put on bypass. Eventually the patient was escalated to ECMO and a 5.5 and transferred to another hospital. The device is not available for return. The patient expired a few days later at atrium cmc.

Event description:
The complainant reported that a middle-aged male patient with acute myocardial infarction and cardiogenic shock underwent implantation of a temporary circulatory support device. After the procedure, an aortic dissection was identified in the catheterization laboratory, and the patient was taken for urgent surgical intervention. He was placed on extracorporeal membrane oxygenation as the primary support device and later transferred to another facility, where support was escalated to a surgically implanted ventricular assist device. During support, the patient developed neurological changes, and imaging confirmed bilateral ischemic strokes. He also required blood transfusions. During a subsequent surgical procedure for chest closure and extracorporeal membrane oxygenation decannulation, transesophageal echocardiography showed that the surgically implanted device was positioned within the mitral valve, causing moderate mitral regurgitation. Attempts to reposition the device were unsuccessful, and it remained in place pending potential future intervention based on the patient¿s condition.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
UDI number was added as it was omitted in initial report. H6 health effect clinical and impact codes were updated.

Manufacturer narrative:
H6 investigation type code and h6 component code were updated accordingly based on the completed investigation. The root cause of the injury was not determined due to insufficient clinical details.